Event description:
It was reported that during an angioplasty procedure in a highly calcified lesion, the pta balloon allegedly ruptured at the time of dilation. It was further reported that the balloon allegedly got detached. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. The balloon was noted to be totally detached and in an inverted condition. The detached balloon was also leaving the inner guide wire lumen exposed, the glue bullet was also not seated correctly on the catheter shaft. Some balloon material was noted on the glue weld joint. No functional testing was performed due to the condition of the device. As the returned balloon was noted to be completely detached from the catheter, the investigation is confirmed for the reported balloon detachment. However, the investigation for the reported balloon rupture remains inconclusive as objective evidence for balloon rupture couldn¿t be noted due to the device's condition. Per the reported event details, the target lesion was highly calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture and balloon detachment could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 10/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly burst during dilation. It was further reported that the balloon allegedly detached. There was no reported patient injury.